Event description:
The coulter lh500 instrument generated an erroneously low hemoglobin (hgb) result from one of two drawn samples from the same patient. The 1st draw generated hgb result of 14.1g/dl initially and 14.0g/dl upon repeat. A 2nd sample was collected from this patient and a result of 11.8g/dl was obtained initially and a result of 14.1g/dl when the specimen was re-tested. The erroneous result was reported out of the lab. However, a corrected reports was sent out. No death or serious injury, no change to patient treatment was associated with this event.

Manufacturer narrative:
The specimens were collected in 5cc vacutainer tubes and sampled within 2 hours of collection. Qc was performed before and after the event and results recovered within specifications. A field service engineer (fse) was dispatched: a) the fse cleaned the blood sampling valve (bsv) actuator. B) the fse performed reproducibility and verified instrument operation using patient and qc samples. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.